Event description:
Consumer called. Meter showing e-1 error. No adverse event reported.

Manufacturer narrative:
Nipro diagnostics, inc. Acknowledges the lateness of this report. Lcd fault. Most likely underlying root cause of malfunction: user error. (B)(4).